Event description:
It was reported that the patient presented to the hospital for a generator change. Upon interrogation, it was noted that the right ventricular lead exhibited noise that was over-sensed by the device. The right ventricular lead was capped and replaced on (B)(6) 2023. No patient consequences were noted.